Manufacturer narrative:
One used portal was returned for evaluation with an attached catheter. Functional testing involved a leak test and found a leak in the catheter length, characterized by 3 longitudinal slits. It was observed that the slits were consistent with the device being exposed to first rib/clavicle compression syndrome. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. Based on the evidence, the root cause was attributed to a user issue, due to the use of the device in a manner inconsistent with its IFU.

Event description:
It was reported that a smiths medical port-a-cath®ii implantable access system was noted to be leaking in a patient receiving chemotherapy. A scheduled x-ray was performed, revealing a catheter tube leak approximately 15cm from the smiths medical device. No damage to the tissue around the vein was reported. Subsequently, the patient required surgical removal of the port. The patient recovered with no adverse effects.

Manufacturer narrative:
One used port was returned with an attached catheter measuring 11 inches in length. Upon pressurization of less than 5 psi via water a leak was found. The leak constituted of 3 longitudinal slits approximately 1/4 of an inch long in the catheter located about 7 inches from where it is attached to the portal. The physical characteristics of the slits and their location are consistent with having been exposed to first rib/clavicle compression syndrome. Based on the evidence, the complaint was confirmed. The root cause was attributed to first rib/clavicle compression.

Event description:
Information was received indicating that once extravasation of contrast was noted with this port on x-ray, the port was no longer used. The leak was discovered prior to starting new treatment, and no necrosis and/or inflammatory reaction was visible upon removing the port. No additional adverse patient effects were reported.